Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead exhibited non-sustained ventricular episodes due to noise. The patient was asymptomatic. Noise episodes were noted on stored egms. Lead was tested and dft testing was performed. Programming changes were made. Patient condition is good.